Manufacturer narrative:
The insulin pump alarmed failed self-test during self test due to faulty radio frequency board.

Event description:
The customer reported via phone call that they had a failed self-test alarm on the insulin pump. Customer's blood glucose was 73 mg/dl. The customer stated the alarm has occurred twice. It was also found the alarm did not occur during the rewind/prime sequence. The customer agreed to return the insulin pump for analysis.